Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: early 2009. Inratio: 1.6. Lab: 4.6. This is considered an adverse event because patient's coumadin was withheld.